Event description:
It was reported that while performing a t-spine scan on the optima mr450w with gem (geometry embracing method) the technologist noticed smoke coming out of the back, top side of the magnet. The tech proceeded to remove the pt from the bore and scan room. The room continued to fill with smoke and flames were seen as hosp personnel were notified and the fire dept called. The magnet was subsequently quenched using the emergency rundown unit to allow for fire personnel to enter the room. No injuries were reported as a result of this incident. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.